Manufacturer narrative:
Pump passed the self-test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected suspend [low sg] not during testing. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review of the pump history on the event date of 20-nov-2024, there are (5) severe low alerts found started from 01:19:22 to 02:59:22. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.84 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: crack battery tube threads, cracked case along the side of the battery tube and minor scratched lcd window. In summary, pump passed all required testing. Unable to verify customer complaint for low bgs. The force sensor is within specification and the motor functioning properly. Unexpected suspend [low sg] not confirmed. Cosmetic damage confirmed at the battery compartment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump delivery was got automatically suspended, a crack in the battery compartment side, and low blood glucose. The customer reported a blood glucose value of 62 mg/dl. The customer reported hypoglycemia, which did not require treatment. The event involved product(s) mmt-332a, mmt-7040ma, mmt-394a, and mmt-1884. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-394a. Product return was requested for mmt-1884. The customer will discontinue using the device, and the customer response was that the device will be returned.